Event description:
The hospital contacted pmt to report a deflation in the expander. The device had to be removed and replaced on (B)(6) 2009.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.